Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "it was reported that an adverse event occurred."

Event description:
It was reported that a skin reaction occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient¿s healthcare personnel (hcp) reported a sensor site infection requiring antibiotics. Upon follow up the patient reported that there was no skin reaction in the area, just an infection, with redness, swelling, heat, and fever. It was verified that the patient was cleaning the sensor insertion site properly (both skin and transmitter) using 70% isopropyl alcohol wipes. She did not recall any activities with something interacting with the sensor that might have resulted in the infection. Her doctor prescribed unspecified antibiotics. She stated that she had recovered. No product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause was not determined. No additional patient or event information is available.